Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dyspnea and atrial perforation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The atrial perforation resulting in dyspnea and weakness appear to be related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the atrial septal defect that required treatment. It was reported that on (B)(6) 2019 the mitral valve was accessed across the transseptal puncture with the steerable guide catheter. Two mitraclips were implanted through the sgc and mitral regurgitation was reduced to grade 1. On (B)(6) 2019 the patient had episodic breathlessness and weakness due to the iatrogenic atrial septal defect (asd) from the mitraclip procedure. The patient was re-admitted to the hospital on (B)(6) 2019 and treatment was performed to repair the asd. The condition resolved and the patient was discharged on (B)(6) 2019. No additional information was provided.